Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window.

Event description:
The customer's parent reported via telephone call that the insulin pump got wet at the beach. The blood glucose reading was 280 mg/dl. The parent reported that the insulin pump had been exposed to fluid in the past with no visible moisture. The parent reported that alarms had not been more frequent after the exposure. The parent reported that buttons had become unresponsive. A button error alarm was found in the alarm history around the time that the insulin pump was exposed to moisture. The parent was advised that the customer discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.